Event description:
It was reported that the arctic sun device did not turn on. Per follow up information received on (B)(6) 2022, heater was substituted and send to crawley for chiller repair. There was no patient involvement. Per follow up information received on (B)(6) 2022, the heater was the root cause of the device not powering on. The chiller issue was detected during repair of the heater.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the arctic sun device did not turn on. Per follow up information received on 06jul2022, heater was substituted and send to crawley for chiller repair. There was no patient involvement. Per follow up information received on 14jul2022, the heater was the root cause of the device not powering on. The chiller issue was detected during repair of the heater.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a heater failure. The device was evaluated upon receipt. Onsite, it was found that the arctic sun does not turn on. It was confirmed the device did not turn on due to the heater. The heater was replaced. The chiller was found to be damaged. The device was sent to palex depot for additional evaluation and potential repair, where it was found that the device would not cool water and has a compressor problem. The device was sent to crawley depot for additional evaluation and potential repair. At crawley, it was found that unit did not cool. Per crawley, when unit had been inspected and dismantled at palex, quite a few parts were incorrectly wired on wrong sockets on boards and re-plugged incorrectly. It was noted that reservoir was unable to fill up. Circulation pump, shell with louvers, manifold assembly, and power module need replacement. Repairs were too costly and the device was scrapped. The device did not meet specifications, and was influenced by the reported failure. The device was not in use on a patient. The DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. Based on the results of this investigations, no additional action is required at this time. The labelling review is not required as the complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.